Event description:
The event is reported as: prior to use of the product (catalog # 100380025), the dr confirmed that the package was in good condition. When the dr inserted the endotracheal tube into the pt and connected it to the ventilator, the ventilator alarmed. After that, the dr found a leakage at the white line marks on the shaft of the device. The dr changed to another brand to complete the operation successfully. No report of pt injury.